Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2008, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2015, revealed a possible endoleak. There is no reported aneurysm enlargement. On (B)(6) 2015, the physician performed an angiogram and determined the patient had a type ii endoleak. The physician coiled the artery feeding into the aneurysm sac and the endoleak was resolved. The patient tolerated the procedure.